Event description:
It was reported that during the pulse ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath had poor air impermeability. The guidewire, inner core and atrial septal puncture needle were inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for irrigation of device. The bubbles were observed in the flushing line. The guidewire was at the tip of the catheter when farawave was inserted into the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress was not confirmed; the sheath was returned with the dilator inserted through the hemostatic valve which can introduce damage to the device and destroy any evidence of the cause of the reported air ingress. Device history record (DHR) review the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Microscopic inspection of the hemostatic valve identified a deformation on the inner valve and the device did not pass leak testing due to the deformation. The insertion of compatible devices during normal use would not have caused this valve deformation; the valve damage is consistent with valve damage due to the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion based on the available information, boston scientifics investigation was unable to establish a clear conclusion about the cause of the reported event. The "unable to exclude device problem" conclusion code was selected for the allegation of "visible air/bubbles," as analysis was unable to exclude the device problem due to the condition of the returned device. The valve deformation identified during returned product testing was consistent with damage caused by the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific.

Event description:
It was reported that during the pulse ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath had poor air impermeability. The guidewire, inner core and atrial septal puncture needle were inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for irrigation of device. The bubbles were observed in the flushing line. The guidewire was at the tip of the catheter when farawave was inserted into the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.